Manufacturer narrative:
H10 device evaluation: a visual inspection of 10 companion samples did not observe any product defects or abnormalities.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string on a tampon was broken and after inserting it, she realized it was very short. She was able to remove the pledget using the string. She then looked in the tampon wrapper and saw the rest of the string still in the wrapper. She did not seek medical attention and did not experience any adverse health effects.